Event description:
Product was explanted due to "battery depletion". No adverse events were reported.

Manufacturer narrative:
(B)(4). Final analysis of the pump reported high s2 battery resistance. The 5 ma 5 second pulse battery resistance was 403 ohms, which exceeded the battery specification upper limit of 317 ohms. The drug infused as per analysis was baclofen.